Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU, ischemia is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a 58-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient developed limb ischemia. It was documented that the peel away sheath was left in the groin following impella implant per the physician's preference. Roughly four days later, the patient's right foot looked mottled and a pulse was difficult to find. As a result of the condition, the pump was explanted and the peel away sheath was removed. A fasciotomy was subsequently performed to return blood flow to the patient's foot.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that a use issue was the most likely cause of the limb ischemia. The failure mode will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support:¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿